Manufacturer narrative:
On september 29, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis, the reported event was not confirmed. Additional documentation (i.e., post op device photos, videos, and/or pre-operative scans) has been requested for additional review. If received, device will be re-evaluated. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 420cc mentor smooth round high profile and breast implant deflation on her left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.